Event description:
It was reported while using bd vacutainer® push button blood collection set that one (1) sleeve did not return to cover the non-patient end of the acquisition device, causing blood to leak. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-feb-2025. Investigation summary: bd received 250 samples for investigation. Out of these, 10 returned samples were used for functional tests, during which six tubes of water were drawn for each sample and no leakage was observed. Additionally, 10 retained samples underwent functional tests, with all sleeves recovering as expected and no leakage occurring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set that one (1) sleeve did not return to cover the non-patient end of the acquisition device, causing blood to leak. No patient or user impact reported.